Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 25) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose level was 95 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.